Event description:
The patient reported wearing the pod at the time medical attention was sought as the pod was deactivating every 2-3 hours, resulting in no insulin delivery. The patient experienced symptoms including decreased appetite, vomiting, stomach pain, weakness and elevated blood glucose levels reaching up to 490 mg/dl. The diagnosis was diabetic ketoacidosis. Treatment included intravenous therapy, medications for stomach pain and a CT scan. At the time of the report, the patient remains admitted to the hospital; discharge had not yet occurred. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.